Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the investigation it was noted that review of the device logs could not confirm a device malfunction. The device was tested by bench handling and functional stress testing, but the reported problem was not observed and was unable to be duplicated. The front enclosure was replaced to reduce the probability of recurrence. As a result, the complaint is closed as observed not verified. No emerging trend based on similar reports.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.